Manufacturer narrative:
Philips service replaced or upgraded the part and implemented a workaround solution. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flexvision monitor went blank, and the reboot stopped at 00:00 on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.